Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including under water pressure test was performed and there was no leakage or blockage observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set did not infuse antibiotic. It was further reported that the clamp was open. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.